Event description:
It was reported that the rv lead dislodged two days post implant. No electrical anomalies were noted. The lead was successfully repositioned with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.